Manufacturer narrative:
The expedium quick connect dual inner polyaxial screwdriver (product code: 2797-22-400, lot number: 0409mi) was returned to the complaints handling unit (chu). Visual inspection of the driver found that its distal tip had broken off. The driver was subsequently submitted for fracture analysis. An image of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the intra-operative driver tip breakage cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause may be is quasi-static torsional shear failure due to unexpectedly high forces placed on the driver tip during insertion. The advanced age of the instrument (>6 years) may also have influenced the driver tip breakage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: t12-s1 posterior instrumented fusion. Whilst inserting di 10x50 mm screw, the distal tip of the polyaxial screwdriver broke. The screw then had to be removed from the patient with distal tip intact in the screw and not loose in the patient. Patient was fine post-surgery. (B)(6). Unknown patient activity levels. Unknown relevant patient pre-existing conditions/comorbidities. This is the third revision of the patient due to extension of original surgery. First revision was performed by a competitor, second revision, and third revision, were depuy products. 5 minutes delay in surgery. No adverse event to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.